Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12060 vascular stent graft allegedly experienced partial deployment and sheath fracture. This information was received from one source. The alleged malfunction had patient involvement however there were no patient consequences. The female patient was reported to be (B)(6) and weighing (B)(6).